Event description:
It was reported the physician made three attempts to place a trial lead on (B)(6) 2012. The physician halted the procedure after attempts at different levels; all three attempts were unsuccessful. It was reported the physician could not access the epidural space, and there were no device malfunctions.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.